Event description:
It was reported that after eating a burger, fries, and a vanilla shake, the user dosed more insulin than usual with the ilet and experienced a high glucose excursion that rose above 400 for several hours before returning to normal, followed hours later by an episode of low glucose. Symptoms included insufficient clinical details to further characterize the event. Outcomes included an unexpected need for medication intervention. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no findings available, with insufficient information to identify a specific medical device problem or device component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.